Event description:
The patient experienced skin erosion with his scalp at the lead wire site. The lead was visible through an opening in his skin. The health care professional did not consider this to be device related. The system was explanted and the patient recovered completely. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).